Event description:
Reported that they are having difficulty tightening stopcocks. The reporter problem was noted in same day surgery during set-up. The sets were not in use on a patient. No patient injury was reported.